Event description:
The product was used during an unspecified procedure. Reportedly, the clips did not load properly. The surgeon applied another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
10/12/1998- supplemental report sent to FDA. Additional data entered in d9 device evaluation indicated and codes entered in h3 and h6.